Event description:
On october 4, 2005, the facility reported a meridian hemodialysis instrument with a blood pump that was spinning fast and would stop on its own without alarming. This incident occurred before use, and there was no patient injury or medical intervention associated. No further information is available at this time.

Manufacturer narrative:
The instrument has not been returned to baxter for evaluation. Baxter customer services advised the customer to check the a17 chopper pcb. If further information or the device becomes available for evaluation, a follow up will be sent.